Event description:
The customer initially reports a fungal infection on her face located inside the pap mask lining. The customer saw the md and initially received kanalog ointment 2%. This treatment did not subside the symptoms, so the customer followed up with the md a second time. The md further prescribed triamcinolone cream to treat what was now diagnosed as a bacterial infection. It is important to note that at this time the customer was not handwashing her device per our IFU. The customer has been a sc2 user for over 2 years and has not experienced this reaction until she recently changed her mask. She continues to use the sc2 without further reported issues and was not recommended to discontinue use by the md.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.